Event description:
It was reported that when the device was used during a laparoscopic hepatectomy procedure, the device would not open after firing. Opened another device to cut the tissue and remove the device to complete the case. There was no consequence to pt.